Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report: 1627487-2019-03975. It was reported that the patient's ipg pocket became infected. As a result, one of the implanted ipgs were scheduled for explantation. This surgery occurred, and the devices were removed, but the explant date is not yet known. It is also not yet known which ipg was explanted, therefore both devices are being reported.

Event description:
Device 1 of 2 - reference MFR report: 1627487-2019-03975.